Event description:
The customer reported that she passed out twice in the week and her blood glucose dropped to 19mg/dl; then the paramedics were called. The customer stated that time and date in the device was incorrect at time of calling. The customer thinks that she might have given herself too much insulin. The caller was not sure if the blood glucose meter was working properly. Advised the caller to call back if problems persist. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.